Manufacturer narrative:
No product has been returned and the reported serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported receiving low readings on adc freestyle libre sensor. Customer experienced hypertension and dizziness and was unable to self-treat. Customer had contact with the hcp who obtained a sensor reading of 58 mg/dl (trend arrow vertically downward) compared to a capillary test reading of 501 mg/dl on the hcp meter. The customer was diagnosed with hyperglycemia and treated with insulin (type/dose unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving low readings on adc freestyle libre sensor. Customer experienced hypertension and dizziness and was unable to self-treat. Customer had contact with the hcp who obtained a sensor reading of 58 mg/dl (trend arrow vertically downward) compared to a capillary test reading of 501 mg/dl on the hcp meter. The customer was diagnosed with hyperglycemia and treated with insulin (type/dose unknown). There was no report of death or permanent injury associated with this event.